Event description:
It was reported that the right ventricular lead exhibited noise. Further information was requested however, was not provided.

Event description:
New information noted that fracture was suspected and oversensing noise. The lead was capped and replaced on 13 feb 2024.